Manufacturer narrative:
The report of ¿pocket discomfort¿ was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. Discomfort at the ipg pocket site can sometimes be associated with patient anatomy and/or the location of the ipg pocket site and is not device related.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site and that one lead fractured. Surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was restored post-op.